Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-apr-2018 with the following findings: on investigation, the pump powered on with functional audio tone and vibration; however, the display screen remained blank due to a failed display component on the printed circuit board resulting from force impact. A crack was found on the electronically erasable programmable read-only memory. Investigation did not duplicate the alleged no power issue as evidenced by the presence of functioning audio tone and vibration.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.